Event description:
The patient had PICC line inserted and one day later, patient had sharp pain in patient's right upper chest. X-rays and CT scan showed a foreign linear metallic body lodged in right lower lung. A pulmonologist and vascular surgeon were consulted; options were discussed with patient and metallic body was left in patient.

Manufacturer narrative:
The complaint investigation for this file has shown the severity to be moderate. The product labeling was found to be adequate. An fmea review showed that the potential failure mode and potential cause of failure are addressed in the risk assessment. The implicated device was not returned for evaluation; therefore, a failure to meet specification is undetermined. The device was used for treatment. The relationship between the reported incident and device could not be determined because no sample was returned. No product was returned for evaluation, inconclusive. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.